Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, a 8mm long bipolar grasper instrument had non-intuitive motion. The 8mm long bipolar grasper moved opposite to the surgeon's commands. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue was with two 8mm long bipolar grasper instruments. One failed to cauterize and the other 8 mm long bipolar grasper instrument was moving opposite to the surgeon commands. The clinical sales representative informed that the site was planning to return both instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 8mm long bipolar grasper instrument and has not completed the investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the 8mm long bipolar grasper instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
A review of the procedure log revealed that the involved long bipolar grasper instrument (471400-10 / 10220627 0073) used in the same procedure was returned and evaluated by the failure analysis team. Visual inspection showed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument grips were manually manipulated and failed the electric continuity test on 2 of the 3 attempts, indicating a broken conductor wire. The conductor wire was broken in a location not visible. The instrument failed the energy delivery test on 2 of 4 attempts. It would initially hesitate to deliver energy, then would deliver energy after rearranging the grips. The instrument was not fully functional due to the broken conductor wire. The probable root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.